Event description:
It was reported that the bladder of a basal/bolus infusor ruptured. This occurred during filling of the device with an unknown drug using a syringe. The reporter stated that the location of the rupture appeared to be near the volume indicator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 11, 2013 and june 13, 2013. Evaluation summary: baxter received one filled sample for evaluation. Visual inspection confirmed the rupture. Microscopic inspection revealed markings on the interior surface of the reservoir near the rupture line. It was also noted that the set-cap post was slightly jagged at the edge. The cause of the reported condition could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.